Event description:
As a result of resistance while advancing the stent delivery system (sds) in this procedure, the system was withdrawn and it was observed that the stent was missing on the sds. During pci of a lesion in the mid lad that was tortuous and calcified, an attempt was made to deploy a 2.5x18mm cypher. There was resistance while advancing the sds and it did require additional force. The sds was retrieved and during retrieval, there was no stent on the delivery system. The gc was cut up in an attempt to locate the stent but it was not found. It cannot be verified if the stent is in the patient. Another cypher of the same size was successfully used to complete the procedure. There were no adverse effects reported to the patient. The sds will be returned for analysis. This product is available for testing and evaluation but the engineering report has not been completed.